Manufacturer narrative:
The technician found the brake cam pivot and detent assembly are cracked. The technician replaced the brake cam pivot and the brake detent assembly to resolve the issue.

Event description:
Technician alleged that the brakes casters are not holding. No pt impact.